Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that telemetry with the device was unable to be established, and no pacing with the magnet was possible. It was further reported that the device reached elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event. It was reported that telemetry with the device was unable to be established, and no pacing with the magnet was possible. It was further reported that the device reached elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that during the office visit the device yielded no telemetry, and the battery had been completely depleted and had no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that telemetry with the device was unable to be established, and no pacing with the magnet was possible. It was further reported that the device reached elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that telemetry with the device was unable to be established, and no pacing with the magnet was possible. It was further reported that the device reached elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that during the office visit the device yielded no telemetry, and the battery had been completely depleted and had no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.